Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot#: va0x79h, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the fall was caused by wet grass and the patient fell into a ditch. They went to the ER and was sent home with pain medication and was told their x-ray looked normal. However, their leads and battery were checked on (B)(6) 2017 and were bad. They were still experiencing lower back pain and the lead area was inflamed and raised. They applied ice and heat.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found that it passed functional testing and there were no significant anomalies. There were no issues when pressing on the ins can and telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good, stable output was observed on all electrode pairs the ins had when it was received. Analysis of the lead (va0x79h) did not find any significant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Section d information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0x79h, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Eval code - result code applies to the lead and code applies to the ins. All other evaluations codes apply to both devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0x79h, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell and, each day after, the soreness and pain worsened. The pain was on their right side lower back and leg and they could not walk because of it. The patient noted there was a ¿little raised area¿ where the lead was and the patient was told that the raised area was inflammation by emergency room (ER) personnel. The patient stated the ER personnel conducted a cat scan and they told the patient that everything seemed to be okay. The patient was redirected to their hcp to have the system checked. On (B)(6) 2017, the hcp reported that the patient fell in a ditch and landed on their buttocks. The patient reported the fall possibly damaged their implant. An impedance check showed high impedances, over 4,000 ohms, on all available electrode configurations. The patient wanted their device replaced, claiming that they received therapeutic effect with a working device. It was noted that the issue was resolved at the time of the report and a surgery was scheduled for (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products : product ID 3889-28, lot# va0x79h, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.